Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 30 mg/ml; 14.5 mg/day, bupivacaine 15 mg/ml; 7.259 mg/day and clonidine100 mcg/ml; 48.39 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient noticed the pump was beeping. The pump was interrogated and confirmed that a motor stall occurred (B)(6). No environmental/external/patient factors may have led or contributed to the issue. No interventions were taken to resolve the issue. Surgical intervention was scheduled for (B)(6) 2018. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The withdrawal has been resolved. The pump was replaced on 4/3.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient had been experiencing withdrawal symptoms but didn't realize that the pump was this issue until she noticed that the alarms were sounding (days later). The pump has been replaced and is being returned for analysis.